Event description:
Pt came in with two loose implants, did not intergrate.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history was not possible since the lot number was unavailable from the dr.